Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a blank display due to corrosion on the electronic assembly. Unable to verify the max bolus exceeded anomaly, memory anomaly or low battery alarm/battery anomaly due to the blank display. The pump also had minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer called to report a memory anomaly on the insulin pump. Customer reported that the insulin pump alarmed low reservoir. Customer's blood glucose reading was 89 mg/dl. Product is being returned and replaced.